Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient had giant retinal tear. Additional information was requested.

Manufacturer narrative:
Device not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).